Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak was reported to abbott. It was determined the patient had a possible epidural puncture and a headache during a trial procedure. A blood patch was performed to address the issue and headaches have resolved. No devices were returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Event description:
It was reported a possible epidural puncture occurred during a trial procedure on (B)(6) 22022. The patient indicated during (B)(6) 2022 follow-up appointment that they were during alright. On (B)(6) 2022 the patient was experiencing headaches. A blood patch was done on (B)(6) 2022 and the headaches have resolved.